Event description:
A facility in the (B)(6) reported that the foot pedal resistance failed mid case. The pedal became inactive and would not return to home position. The procedure was stopped and was completed successfully later that day at a nearby hospital. There was no adverse physical impact to the patient. Additional information from the user facility states the foot pedal was dropped from height prior to the event.